Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, h6 . MDR section codes updated/corrected: a, b, d, e. B3: date of event is unknown. D6b: explant date is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6), 02-020-11-0320 - truliant ps cem fem ps cem right sz 2.

Event description:
As reported, approximately 5 years and 8 months post the initial right tka, the patient was revised due to early poly wear from the recalled poly causing instability. The insert was exchanged from a 2 x 9 ps to a 2 x 9 psc. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.